Event description:
It was reported through clinic notes dated (B)(6) 2011, received on (B)(6) 2011, that the patient was experiencing an increase in depression. Symptoms include feelings of sadness, hopelessness, and thoughts of suicide. The patient was prescribed anti-depressants for the depression. The patient was also experiencing episodes of behavioral changes as well as staring spells. The patient has recently been referred for replacement surgery due to end of service however it is currently unclear if these events are related to the generator end of service. Revision is likely but has not occurred to date. Attempts for additional information are underway.

Event description:
The patient's generator was explanted on (B)(6) 2011 and returned to the manufacturer on (B)(4) 2011. Product analysis is not yet complete. The reason for replacement, provided on the returned goods form, was reported to be end of service with elective replacement indicator (eri) =yes. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from a nurse with the patient's treating neurologist, indicating that the events were likely not related to vns. She indicated that the depression and suicidal thoughts may be related to the patient's attention seeking behavior and be part of the patient's normal temperament and that they did not believe that there was any real threat to the patient's safety. The nurse also indicated that the cognitive changes and staring spells may be related to the patient's attention seeking behavior rather than being clinical symptoms. No additional information about the patient's symptoms was mad available. Product analysis on the generator has been completed and an end-of-service (eos) condition was found in the (B)(4) laboratory. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.